Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism, and the helix/lobe was distorted/bent. The guidetooth was damaged, and tissue was found on the helix. The lead exhibited apparent explant damage.

Event description:
It was reported that shortly after implant, the lead exhibited decreasing thresholds, no sensing, and loss of capture at maximum outputs. The lead was explanted and replaced. No patient complications have been reported as a result of this event.